Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 600 mg/dl, chest pain and shortness of breath. Troubleshooting was performed, and the insulin pump was programmed correctly. The caller was unable to conduct the prime and high pressure tests at the time of the call. Nothing further was reported.